Manufacturer narrative:
Recall #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported experienced pain around her ipg site. The pt stated the pain is centralized around the ipg and radiates out and that at times the ipg appears to be superficial and pushes out. The pain is felt when stimulation is on and off. The pt denied striking the ipg and any redness. The pt is being referred to a surgeon regarding the issue.